Event description:
A malfunction alarm identified as malf 9 was reported. There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, who provided pump reset information and helped reset the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.